Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient's operative records were received. Records indicate upon revision corrosion around the patient's femoral component was found. Doi: (B)(6) 2006, dor: (B)(6) 2009 (right hip). Clinical patient. The device associated with this report was not returned. A complaint database search finds one previous report against this product/lot combination. It is however related to this same patient prior a revision having taken place. The patient records state that corrosion was noted on the femoral stem but do not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient's operative records were received. Records indicate upon revision corrosion around the patient's femoral component was found.

Manufacturer narrative:
(B)(4).